Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 1st er420 instrument did not charge the clips in the jaws but fired them out (loading the clip in the jaw), but fired them out afterwards. Two other er420 devices that had the same problem. A poly-use/clip applier was used to complete the case. The clips have fallen in the pt and have been retrieved.